Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2 patient was born in 1945.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: e1: establishment name.

Manufacturer narrative:
(B)(4). G2: foreign: belgium. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to an infection at the site. The g7 multihole shell and dm liner were removed. A spacer is currently in place to treat the infection. There is no additional information available at the time of this report.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error.

Manufacturer narrative:
Upon reassessment of the reported event (the infection occurred 3 years post op), it was determined to be not reportable. The initial report was forwarded in error.